Event description:
It was reported that the valve malfunctioned.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure flow and preimplantation testing. The valve showed no signs of damage or occlusion. The conditions of the complaint could not be duplicated. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.